Event description:
It was reported that the customer believes that their insulin pump was not delivering insulin. Troubleshooting occured. It was stated that the customer had a bent cannula. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.